Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and high out of range pace impedances. The pace impedances were 2300 ohms. The ra lead was extracted and replaced. No additional adverse patient effects were reported.